Event description:
During an atrial tachycardia procedure, communication issues resulted in a procedural delay. While working in voxel mode, the ablation catheter was no longer displayed. All the cables were check and reconnected. The catheter was replaced with no resolution. The dws was restarted and the study was resumed which resolved the issue. The procedure was successfully completed with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.